Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon observed that a monopolar curved scissor instrument was sparking when used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the da vinci coordinator, the monopolar curved scissors (mcs) instrument indicated that the energy leak/arc originated from the distal tip. No damage was noted to the tip cover, including both the clear silicone area and the gray silicone area. The mcs tip cover accessory appeared to be properly installed during the surgical procedure; however, it was not installed beyond the orange surface. No electrolube or other lubricant was applied to the mcs instrument prior to tip cover installation. The tip cover did not slip down the instrument during use. Additionally, no issues or defects were observed with the grounding pad. Patient demographic information was not available.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.